Event description:
A us pk7200 customer has been using testing pk cmv-pa with 30 ul reagent volume instead of 25 ul as stated in the package insert. This incorrect reagent volume setting was discovered on (B)(4) 2010. It is unknown how or when the reagent volume setting was set to 30 ul instead of 25 ul. Date of the event is unknown for this issue.

Manufacturer narrative:
The pk cmv pa package insert requires that the pk cmv-pa system controls be tested at the beginning and end of each test run and that the controls give the expected results for the run to be considered valid. Parameter printouts from as far back as 2003, obtained by the customer, were located and the reagent volume was set at 30l at that time. The pk7200 was installed in (B)(4) 1999. Available installation records do not include reagent volume settings. The volume setting was returned to the correct setting on (B)(4) 2010. Assistance was provided from bci to kbc in correcting the reagent volume setting to 25 ul and identifying ways to generate data in their lab with their samples to quantify the effect on performance of the incorrect reagent setting.